Manufacturer narrative:
Investigation in progress. No samples are available of the suspect device. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Customer reported that foreign object inside the syringe barrel.

Manufacturer narrative:
Analysis of samples from the same production lot did not reveal any anomalies. However, the suspect sample was not available for comprehensive evaluation, which prevents confirmation of a defect and determination of a potential root cause. As part of our ongoing commitment to product quality and customer safety, sol-millennium will continue to monitor complaint trends for the reported failure mode and will implement corrective actions in accordance with our established procedures should a significant pattern emerge.